Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument device would not release the clip. Issue happened twice with same device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle and was related to the clip applier jaws remaining static and not moving. A backup clip applier was used to resolve the issue. Customer sent back the instrument for analysis. No photos or videos are available for review.